Manufacturer narrative:
Date of device breakage is not known. UDI: (B)(4). Lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed due to a broken locking compression plate (lcp) condylar plate on the patient's left ulna on (B)(6) 2017. The plate broke close to the middle of the plate during use on a patient. The broken lcp condylar plate and screws were removed and discarded. The patient was revised to a new plate and screws. The original procedure was an open reduction and internal fixation (orif) of the distal ulna performed on (B)(6) 2016. Concomitant devices report: 2.0 mm cortical screws (part number unknown, lot number unknown, quantity 4), 2.0 mm locking screws (part number unknown, lot number unknown, quantity 4). This report is for one (1) lcp condylar plate. This is report 1 of 1 for com-(B)(4).